Event description:
It was reported when the customer was using the pump with the administration set connected, an occlusion alarm went off. So they changed the administration set to another one. After that, no occlusion was observed. There was no patient injury reported.

Manufacturer narrative:
Other text: one cadd administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated conditions inside a plastic bag without its original packaging. Visual and functional testing was unable to confirm or replicate the reported event. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested successfully passed. DHR review was unable to be completed as no lot information was provided.